Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. UDI #: (B)(4).

Event description:
It was reported that the acetabular liner inside the package did not match the label. The procedure was completed with another available device, causing a delay of 45 minutes.

Manufacturer narrative:
Reported event was confirmed by review of pictures. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.